Manufacturer narrative:
Correction/removal reporting numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03754. The pt reported he experiences uncomfortable heating at his scs ipg pocket site while charging. The pt also reported he does not use the charging pouch or belt and he leans back in a hair during charging. Subsequently, a low energy replacement charging system was sent to the pt and he was advised of proper charging guidelines. Follow-up identified the issue resolved with the replacement charging system. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.